Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined. The receiver was exposed to moisture damage. Labeling indicates that the dexcom cgm receiver is not water resistant. Do not get the receiver wet at any time.